Event description:
Nellcor puritan bennett rec'd a report from a biomedical engineer that the unit did not provide an audio tone following it being dropped. There was no pt harm reported.

Manufacturer narrative:
The customer had opted to not return the unit at this time. If additional information is made available, a supplemental report will be sent.